Event description:
It was reported that the heater line of an unspecified quantity of amia cassettes were not attaching to the solution bag. This occurred during setup of the device for peritoneal dialysis therapy. The patient was not connected at the time of the events. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3: occurred on (B)(6) 2026 and the last three nights. Should additional relevant information become available, a supplemental report will be submitted.